Event description:
On (B)(6) 2015 - the consumer reported that she had an allergic reaction, she puffed up, and had to take medication to reduce the swelling. She developed blisters and it became swollen and red. She was treated for this at an urgent care facility. She was told by the urgent care that she was having an allergic reaction to the prod. The expenses were (B)(6) on 4 different types of medications.